Event description:
The programmer was returned to the manufacturer for repair due to a broken handle and replacement of the cover for the electric cord compartment. The programmer was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) multiple functional tests were out of specification. A printed circuit board was found out of electrical specification. Handle on cases, tabs on power cord bay, keyboard hinges, and the printer drawer were found broken.